Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the tube broke during use. Patient had to go to the facility again because the pac tube was leaking. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a tear in the tubing is confirmed; however, the exact cause is unknown. One photograph of an infusion set was returned for evaluation. An initial visual observation of the photograph showed an infusion set with a large split in the tubing near the luer hub. Use residue was observed on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the tube broke during use. Patient had to go to the facility again because the pac tube was leaking. No other information was provided.